Event description:
Approximately 17 months post index procedure the patient suffered another stroke. The relationship between the event and the study device was not provided.

Event description:
Two endeavor sprint drug eluting stents were implanted; one in the lcx and one in the rca. Approximately 16 months post index procedure the patient suffered a stroke. The investigator reported that the event was not related to the study device. Patient death occurred approximately 2 months later. Cause of death was reported as stroke.

Manufacturer narrative:
Results: inherent risk of procedure (cva/stroke) (death). Conclusions: inherent risk of procedure (cva/stroke) (death). (B)(4).

Manufacturer narrative:
Correction: the date of the previously reported stroke which occurred approximately 16 months post index procedure was provided. (B)(4). Results: inherent risk of procedure (stroke).

Event description:
It is reported that approximately 7 months post index procedure, the patient presented with chest pain and revascularization of target lesions in the rca and lcx were performed. Two non-medtronic stents were implanted. It was reported that this event was probably related to the study stents. The investigator indicated that the previously reported stroke event of (B)(6) 2010 was not related to the study device.